Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's father stated that he did not know when this sensor was inserted but that the bg values were always higher, with one example of the bg being 200 mg/dl but the cgm reading 100 mg/dl (date and time of this example were not provided). The patient was vomiting, and the parents took him to the hospital emergency room (ER) at around 5:00 pm because he was in diabetic ketoacidosis (dka). At the hospital, his glucose level was over 500 mg/dl. The cgm was reading in the 300's mg/dl. They tested it again and got the same result; the patient¿s father was not able to provide a specific value. The patient was hospitalized for a day and a half. The father was not able to provide any details on what medication was given to the patient. At the time of follow up the patient was back to normal and feeling okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.